Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. At the request of the consumer, the surgeon was not contacted. Medical records were received on 04/11/2011. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she was experiencing blurred vision at distance and near. Additionally, she reported glare in bright sunlight. The consumer reported her surgeon told her she had dry eyes and placed her on dry eye therapy. This iol was exchanged due to dislocation. Medical records were requested and received from the consumer. According to the medical records, the consumer reported she was bothered by lights at night and halos while driving within the first month following her iol implant procedures. She reported she could not read without glasses and was photophobic. The consumer was diagnosed with rebound iritis and placed on medications. Posterior capsule opacification had been noted. The lens for this eye was noted to be "loose" at the six weeks postoperative visit. This lens was exchanged for the same model, different diopter iol. An unapproved viscoelastic was used during the original implant procedure. At the request of the consumer, the surgeon was not contacted. There are three medical device reports associated with this event. This report is for the first lens, left eye.